Manufacturer narrative:
Analysis description: final analysis confirmed the reported backup operation. The cause of the anomaly was code corruption. After device software download, the device exhibited normal characteristics.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a symptomatic patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2016. No additional information was available.